Event description:
In 2005, the patient had surgery due to migration of the intrathecal catheter and loss of viability of the tissue covering around the incision of the anterior abdominal wall. During surgery, the patient was placed in the prone position, prepped, and draped. The hcp opened the posterior incision and identified the catheter which coiled out of the subcutaneous tissue. A new intrathecal needle was placed using the paramedian approach and the catheter was then brought into the intrathecal space in the prone position. The same volume of exacting catheter length was used. The catheter was then transected. Clear spinal fluid was drained from the catheter tip. A new fixation device was passed over the catheter, secured to the dorsal spinous tissues, and secured over itself as securing position of the catheter. The wound was irrigated with bacitracin solution. The catheter was connected to the previously tunneled catheter and the connection was secured. The wound was irrigated and closed. The patient was returned to the supine position and her abdominal wall was prepped and draped. The fax of the operative note is obscured at this point. The patient was reported to have tolerated the procedure well.